Manufacturer narrative:
The information related to auto mode that provided with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl. Customer treated for high blood glucose using manual injection and insulin pump. The customer reported that belt seems to be getting stuck when trying to remove it and had a hard time removing and does not plan on putting it back on to the insulin pump until she gets a replacement. Customer stated that she got a shot in her spine on (B)(6) 2019 and was now experiencing high blood glucose. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer declined troubleshooting for the high blood glucose. Customer had made a change to her max basal to 3 units. Customer changed her temp basal to 165%. The devices will not be returned for analysis.